Manufacturer narrative:
Joerns sending the report to the manufacturer. On (B)(6) 2015, joerns healthcare associate visited the facility to inspect the lift involved in the incident and an additional lift at the facility not involved. Both lifts were confirmed to be in good working order structurally and electronically. While watching the re-enactment, it is most likely that the incident was caused by a device handling and training issue.

Event description:
It was reported to the manufacturer by the end user, per the end user the resident was being moved from the bed to the wheelchair. The wheelchair was higher than a typical wheelchair as it was a custom tilt wheelchair. The lift completely tipped over, the resident fell on his back and his head hit the feet of the cna, he did not hit his head directly on the ground. The resident was transported to the ER for evaluation. The resident did not sustain any injury. (B)(4) was entered into our system.